Event description:
Information received from the field does not address the patient's clinical status but notes premature end of life. Battery impedance was at 15 kohms and the mode switched from ddd to ddi.